Event description:
In the process of contacting the pt's physician to notify them that the pt's device may be nearing end of service, it was discovered that the pt was explanted due to infection. The infection was treated with antibiotics, I&d and explant of both the generator and lead (including electrodes).